Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "significant pain and mental anguish."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: degenerative disk disease, stenosis, and instability of the lumbar spine. The patient underwent the following procedures: decompression of l3, l4, and l5. Posterior lumbar fusion l4-5. Interbody fusion of l4-5. Interbody device l4-5. Instrumentation l4-5.